Event description:
It was reported that following the pump off event the patient was experiencing left face numbness, left side weakness, unsteady gait, and blurry vision. The patient had two computed tomography (CT) scans performed, both were negative for stroke. The patient was monitored in the hospital for 24 hours, and was then discharged home. The patient was stable.

Manufacturer narrative:
Section a2: patient age is estimated based on age at time of implant manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The hm3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. It was reported that there was initial concern for stroke; however, this possibility was ruled out per additional information communicated by the account. The hm3 lvas IFU lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. Evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller with an associated pump stop, which appeared to be consistent with the full depletion of the external 14v batteries and the 11v backup battery within the system controller. A specific duration of time for which the pump was stopped could not conclusively be determined. The submitted controller event log file showed that the clock was not set. There were no pump stops captured within the log file; however, the controller periodic log file showed depletion of the external 14v batteries, followed by the pump operating on the system controller's backup battery before the clock was ultimately reset to the default timestamp. A specific duration of time for which the pump was stopped could not conclusively be determined. The pump appeared to operate as expected at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient slept on battery power, and when he woke up, the batteries were dead and the system controller was not running. The patient switched to new batteries and the controller turned back on. The patient did not alert the site about the event until 8 hours afterward. The patient then presented to the emergency room with stroke like symptoms. When the patient was in the emergency room the, ventricular assist device (vad) was on with normal parameters. Review of the patient's log files captured controller clock corrupt alarms throughout the entirety of the event history. It was unable to be determined exactly when the pump turned off or how long it was off for. There were no other unusual events recorded in the log file event history.